Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-02195 / 02234 / 02235). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02194.

Event description:
A patient underwent a total hip revision approximately five months post-implantation due to disassociation. The femoral head, acetabular cup, liner and bearing were all removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint, as the products were returned, disassembled and visually inspected without identifying any notable wear marks. Evidence of deformation was noted, which did not allow dimensional analysis of the device. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 7 MDR's filed for the same patient (reference 1825034-2016-02195 / 1825034-2016-02234 / 1825034-2016-02235 / 1825034-2016-02194 / 0001825034-2016-02626 / 0001825034-2016-02627 / 0001825034-2016-02628).

Event description:
A patient underwent a hip revision approximately five months post-implantation due to disassociation, dislocation and infection. The femoral head, acetabular cup, liner and bearing were all removed and replaced with cement spacers.